Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2011: patient presented with the following preop diagnosis: lumbar stenosis, lumbar spondylosis. Procedure: lumbar laminectomy l4-5. Fusion l4-5, instrumentation l4-5, insertion of intervertebral device l4-5, posterior lumbar interbody fusion l4-5, local autograft, interpretation of intraoperative x-rays, removal of prior lumbar instrumentation l5-s1, exploration of fusion l5-s1. Perop: using the appropriate screw drivers all 4 screws were removed. Laminectomy was performed at l4. The pedicles at l4 were then identified using 6 x 40 mm polyaxial screws placed in l4 and 6 x 45 mm screws were placed in prior l5 screw holes. The transverse process of l4 and the prior fusion mass has been decorticated a high speed bur, local autograft and rh-bmp2/acs placed along the decorticated surfaces. The patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.